Event description:
In 2007, the sales representative reported that during use the instrument broke. Add'l info received on 08 oct 2007, the sales rep reported that during a minimal invasive surgery (mis) the bone awl ii broke into two pieces. The surgeon removed the instrument piece from the pt causing a ten minute delay. The case was completed intended with no reported injury to the pt.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.